Event description:
Siemens was notified on 2-16-2017 of a complaint event involving a serious injury to a local siemens customer service engineer (cse) in (B)(6). The event occurred while a service engineer was working on a symbia s gamma camera system as part of routine service activities. The cse was servicing the collimator cart for proper alignment. The collimator cart is an accessory to the medical device, which stores and moves the collimators. Following the alignment procedure, the cse decided to check or reset the cart drawers. During this service activity, one of the drawers extended causing the cart to become off balance, tip over and hit the ground. The cse tried to slow or stop the fall of the cart and in doing so received a cut to his finger. The laceration required stitches. There was no malfunction of the symbia s medical device. There was no injury to any other person.